Event description:
It was reported that the customer received no delivery alarms on the insulin pump during basal rate insulin delivery. Per troubleshooting, the insulin pump was properly delivering, working as designed, and there were no occlusions. However, the time clock on the insulin pump was losing 5 minutes within ten days. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was 154 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.